Event description:
It was reported via repair work order that when the bed was plugged in it would raise due to a damaged side rail panel. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.